Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect exams used in the procedure were sent to medtronic for evaluation. The exams showed that the planning merged appropriately and that accuracy was attained.

Event description:
A medtronic representative reported that, while in a cranial resection, an imprecision of ~3cm was observed. The reported issue occurred when the surgeon was located in the right temporal area though the application software displayed they were in the eye. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure with ultrasound. It was reported that there was drape between the vertek arm and reference frame. The frame was loosened to remove the drape, but the vertek arm did not move. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative reported that the initial merge was not verified properly by the site. It was reported that the merge did not match anatomical landmarks on the patient. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.